Manufacturer narrative:
Complaint confirmed, the tip was found to be broken and missing 5/8 in. The device was found to meet dimensional and material specifications. The cause is undetermined.

Event description:
It was reported that during a rtsa procedure the surgeon drilled for the baseplate screw in the standard fashion utilizing the locking tower. Upon removal of the locking tower and insertion of the depth gauge the surgeon felt that something was wrong with the measurement so he drilled again. They did not notice that the drill had broken until after the case and post-op images were taken. The tip was left because it resides in bone and did not affect the implantation of the glenoid baseplate.